Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing. Follow-up 1: investigation results updated fields: b4,g3, g6, h2, h6. The event occurred after start-up. No patient was involved. The device alarmed with "panel connection lost". The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and the ventilator unit (vu) is interrupted. In the event that the same problem arises during ventilation, the therapy might be affected and therefore a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable the service engineer conducted troubleshooting and identified the root cause as a defective vu esm board. Consequently, the vu esm board with part number msp396377 was replaced. After the replacement, the device functioned correctly. The ventilator was manufactured on november 3, 2009, making it 14 years old at the time of the event.

Event description:
Hamilton medical ag received the following incident description: after start up, the device showed invalid serial number then panel connection lost occured.

Event description:
Hamilton medical ag received the following incident description: after start up, the device showed invalid serial number then panel connection lost occured.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.